Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('removal') in a female patient who had essure inserted for female sterilization. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('removal') in a female patient who had essure inserted for female sterilization. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-jul-2020: quality-safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of pelvic pain ('chronic pelvic pain') and embedded device ('left essure device within endometrium tube (at cornua)'). In an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included: ovarian cystectomy, vaginal prolapse and fallopian tube enlargement. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required) and device expulsion ("device from the left side. Which came out of the uterus through the cornua"). The patient was treated with surgery (laparoscopic total hysterectomy, bilateral salpingectomy, left ovarian cystotomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, embedded device and device expulsion outcome was unknown. The reporter provided no causality assessment for device expulsion, embedded device and pelvic pain with essure. The reporter commented: essure insertion details: left essure coil with 5 trailing coil and right essure coil with 3 trailing coils. Procedure was performed without any complications. Patient tolerated the procedure well. Surgical pathology report: mild chronic cervicitis, benign proliferative endometrium, unremarkable myometrium, unremarkable fallopian tubes, benign paratubal cysts, essure coil present, loose within container. Date of procedure: (B)(6) 2016, procedures: laparoscopic total hysterectomy, bilateral salpingectomy, left ovarian cystotomy and a uterosacral vault plication and excision. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical record: "pelvic pain, device expulsion and embedded device". Quality safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2021, medical record received: previously reported unspecified event ¿medical device removal¿ was updated to more specified events, "chronic pelvic pain" and "left essure device within endometrium tube (at cornua)" and "device expulsion". This case is medically confirmed. Patient date of birth, essure insertion and removal date were added, reporters were added. Based on the available information. A review of our complaint records and other relevant data will be conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.